Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-nov-2017. The most recent information was received on 05-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') and blindness ('vision loss') in a female patient who had essure (ess205) (batch no. 509791) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubectomy and ectopic pregnancy. On (B)(6) 2006, the patient experienced headache (seriousness criterion medically significant), blindness (seriousness criterion medically significant), general physical health deterioration ("health state degradation since essure placement"), arthralgia ("joint pain"), myalgia ("muscle pain"), dyspnoea ("breathlessness"), amnesia ("memory loss"), alopecia ("hair loss") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain") and heart rate increased ("cardiac rhythm acceleration"), 9 days before insertion of essure (ess205). In (B)(6) 2006, the patient had essure (ess205) inserted. At the time of the report, the headache, blindness, general physical health deterioration, arthralgia, myalgia, weight increased, dyspnoea, amnesia, alopecia, heart rate increased and skin disorder outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, blindness, dyspnoea, general physical health deterioration, headache, heart rate increased, myalgia, skin disorder and weight increased with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2019: ha reference number ((B)(4), patient's information and removal date were provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.